Event description:
Routine complaint investigation identified test strips being used that expired seventeen months prior to the event. The consumer's blood glucose monitoring device was also not calibrated for the strip lot. This customer error resulted in a high blood glucose reading that prompted the consumer to inappropriately treat themselves with insulin. The consumer was taken to a medical facility, treated with IV glucose and released. The customer was educated in identifying expiration dates and to return any expired product.